Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with vancomycin injection (2g every fifth day), tobramycin injection (40mg, once a day) and ceftazidime injection (1g, once a day) for peritonitis. Hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to constipation and antibiotic treatments were ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Based on additional information received, the unknown baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the treatment was discontinued. At the time of this report, the patient was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.